Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens, and a haptic sheared off in the injector during insertion. The incision was enlarged to remove the lens and sutures closed the wound.

Manufacturer narrative:
Eval: conclusion (other) - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimze the potential for damaging the lens.